Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The stylet was received as well, a visual inspection was performed and it was noticed the proximal end was split. The reported event was confirmed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had a crack was found on the tube of the slip joint connection. The customer indicated that there was no patient involvement.